Event description:
It was reported that during a fistulagram in the forearm, the coating of the zipwire stripped off and became lodged in the entry needle. The device was removed without incident as a unit. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'okay'.

Manufacturer narrative:
The wire has been returned, but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.